Event description:
It was reported that the lead dislodged into the patient's abdominal cavity and was causing muscle spasms. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.